Event description:
The customer reported that the charge button was hard to push and is sticking.

Manufacturer narrative:
(B)(4). The customer reported that the charge button was hard to push and it sticking. The device was evaluated at philips. The symptom was verified. The processor pca was replaced to resolve the issue.